Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) lead exhibited noise, oversensing and high out of range pacing impedance measurements greater than 2,000 ohms since implant of the device. A lead fracture was suspected, however, not confirmed. Additionally, the device and another manufacturer's left ventricular (lv) lead exhibited oversensing resulting in pacing inhibition and a lower than expected biventricular pacing percentage. Subsequently, the patient presented to the hospital with complaint that the device emitted beeping tones. Troubleshooting revealed that the tones came from a source other than the device. Lv sensing was programmed off and the physician will continue monitoring. No adverse patient effects were reported. This product remains implanted and in service.